Event description:
It was reported that a dissection occurred. The target lesion was located in the distal left circumflex (lcx). A synergy ous mr. 3.50 x 48mm was deployed to treat the target lesion. Post deployment, a dissection was noted on the distal edge of the stent. Another synergy stent was deployed overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.